Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) previously reported on emdr 3030677-2021-12140.

Event description:
It was reported to philips that the device experienced a failed defib test. There was no patient involvement.